Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the provided photographs noted the products to be covered in biodebris. The neck and head taper were discolored. Evaluation of the returned head and neck found biodebris and scratches present on the spherical surface of the head. Nicks and gouges on the modular neck were noted along with dark foreign debris on the trunnion and in the taper hole. Sem analysis noted the tapers of the head and stem trunnion were reviewed via optical microscopy using a keyence digital microscope. The head and the neck were assigned a modified goldberg score of 4 corresponding to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. DHR was reviewed and no discrepancies were found the root cause is unable to be determined. A summary of the investigation was requested and sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784800200 ¿ m/l taper neck ¿ 62114092. Unknown stem ¿ unknown part and lot. Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03919.

Event description:
It was reported that patient underwent a hip procedure to convert a hemi hip arthroplasty to a total hip arthroplasty approximately 5 years post initial implantation. Upon removing the endo head from the neck and stem, corrosion was noticed on the neck junction. The stem appeared to be solid and did not show signs of corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.